Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 32, found during biomed testing. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.